Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaa). The aortic extender endoprosthesis provides an extension of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis. Do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result.

Event description:
On (B)(6) 2011, the second part of a staged procedure was performed implanting a gore tag thoracic endoprosthesis into a previously implanted dacron graft to repair the dissection of a thoracic aortic aneurysm. An angiogram revealed the more distal opening of the dissection was visible near the superior mesenteric artery; therefore the physician implanted a gore excluder aaa endoprosthesis aortic extender component to close the false lumen. The device deployed; however, due to blood flow, was pushed down covering the renal artery. The device was forcibly pulled down below the renal artery using an occlusion balloon catheter. Two additional gore tag thoracic endoprostheses were implanted into the previously implanted gore tag thoracic endoprosthesis to close the false lumen. Final angiogram revealed a slight dissection around the renal artery, which was assumed to be due to forcibly lowering the aortic extender component. The physician has chosen to wait and watch. The pt tolerated the procedure.